Event description:
The surgeon reported that the at50ao crystalens was implanted in the pt's left eye on (B)(6) 2010. In (B)(6) 2011, the pt presented with z-syndrome. The pt's uncorrected visual acuity is 20/200. At this time the lens remains in the pt's eye. The surgeon is consulting with another surgeon to determine treatment options for this pt. No further info has been provided by the surgeon.

Manufacturer narrative:
The lens remains implanted in the pt's eye. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.